Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. No UDI information (primary di number) has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided yet. Therefore it is not yet possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in germany. It was reported that during priming procedure of an hls set on a cardiohelo device, a high venous pressure (pven) of 800mmhg was measured. The pressure displayed value remained unchanged at 800 mmhg even when the pump speed was altered. To solve the issue, first the pressure cable was replaced, followed by the cardiohelp device. In both cases, there was no improvement or change in the measured pressure value. The cardiohelp device was excluded as fault. The affected hls set was not used for patient treatment. No harm to any person has been reported. As any pressure issue can lead to a pump stop during treatment, a report is required. Complaint ID# (B)(4).